Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include anxiety, vomiting and gastro issues. The patient reports they removed the pod prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids. The patient was diagnosed with high blood glucose levels as well as food poisoning. The patient was prescribed clonidine (0.1 mg) to be taken two times daily as well as pantoprazole (40 mg) to be taken once daily. In addition the patient was prescribed metoclopramide solution (10 ml) to be taken two times daily as needed. The patient was discharged from the hospital after 2 days. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.